Event description:
It has been reported to philips that the system did not complete the boot up sequence. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The customer reported that the control room data monitor displayed a blue screen, indicating a software error. To resolve the issue, philips field service engineer (fse) implanting correction. After implanting correction and replaced the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.